Event description:
It was reported that there was an infection. The patient had swelling, redness and tenderness at the implantable neurostimulator (ins) site. Infection started on the saturday (B)(6) 2013. The patient was seen in the clinic on saturday and on the date of this report would be having the left ins and extension removed and treated with antibiotics. It was noted that the healthcare professional usually waited 6 months to re-implant. It was noted that the nurse had seen the patient two weeks prior to the date of this report to remove staples and everything had been fine then. Additional information received reported that a culture was done on (B)(6) 2013 and the results were pending. Location of the infection was the left generator. Device was explanted. No additional interventions were taken or planned. Patient out come was not receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v022878, implanted: (B)(6) 2007, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3387s-40, lot# v022878, implanted: (B)(6) 2007, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was further reported the patient¿s culture swab was returned and it was found there were no organisms. It was noted that the patient saw their health care provider (hcp) one day prior to report for follow up and the patient is ¿doing great¿. It was reported the patient will be on antibiotics for two weeks and see their hcp in four weeks for more blood work. It was noted by the hcp that if ¿everything is clear¿ they will schedule a date to re-implant the patient.